Event description:
The patient reported that they had experienced a loss of stimulation twice on the day of the report. The stimulation stopped when the patient bent over in a ¿golfer bend.¿ when the stimulation stopped the patient physically moved the ins around and the stimulation started again. The patient noted that the issue could be that the device sensed a lying position and then came back to an upright position. The patient was instructed to wait and see if the stimulation stopped again. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.